Event description:
Malfunction of the novopen 3 [device malfunction]. Case description: medical device information: class iib. This spontaneous case from foreign country was reported by a pharmacist as "malfunction of the novopen 3" and concerns a female patient treated with/using novopen 3 silver and novopen 3 forest green from an unknown date, and mixtard 30 penfill (dual acting human insulin) from an unknown date for an unknown indication. On an unknown date this female patient was hospitalised due to malfunction of the novopen 3. The patient is furthermore using mixtard 30 and novofine needles. Both novopens have been returned for evaluation. One of the suspected devices expired in 1993. No date of outcome was reported and the outcome was reported as unknown. Reporter's causality assessment: possible. Novo nordisk's causality: reportable. Comment: reporter's alternative etiology: not reported.